Event description:
During a gastrectomy procedure, bleeding occurred along the staple lines. The surgeon applied suture to correct this condition. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
8/8/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.